Event description:
The procedure was successfully completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. The image failure was not confirmed. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video connector was in fair condition and the software version 4.10 was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.